Manufacturer narrative:
The following devices were also listed in this report: 28mm +8 lfit v40 head; cat# 6260-9-328; lot# 58797201 trident hemispherical multi; cat# 508-11-58f; lot# 45591901 modular dual mobility insert; cat# 626-00-46f; lot# 58924701 anato stem sz 7 right neut; cat# 4845-7-117; lot# 53434601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient had a stryker right total hip on (B)(6) 2017. Patient was revised today due to dislocation and was found to have a wound infection. It was agreed to exchange the femoral head and mdm insert intraoperatively. There were no delays in case.